Event description:
Additional information received that the resistance was with the two stent retriever not with or in the microcatheter. During the use with 2 stent retriever and it was attempted to retrieve both stent retriever together (double stenting technique) the solitaire x didn¿t¿ move any more and stuck in the position. There was one pass made with the solitaire prior to the separation. The patient had a very hard and big calcified clot. The anatomical location of the solitaire is the ica. The patient will not undergo any further intervention to remove the solitaire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the solitaire x pusher was returned for analysis. No bends or kinks were found with the solitaire x pusher. The solitaire x pusher was found broken at 1.7mm from the distal end of the marker coil. The stent was found separated from the pusher and not returned. The broken solitaire x pusher was sent out for scanning electron microscope (sem) analysis. Per the sem report, based on the necking profile and surface features, it is believed that the broken end failed via overload. Evidence of mechanical damage was also found coincident with the fracture surface, and it is believed to have possibly contributed to the overall failure of the end. Based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ report could not be confirmed. However, the customer¿s ¿pusher break/separation¿ report was confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. Possible causes of ¿pushwire break/separation¿ include vessel tortuosity, delivery and retrieval friction, higher number of device passes, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. It is likely that the reported ¿calcified clot¿ and the patient¿s ¿severe¿ vessel tortuosity contribute to the rep orted event. However, the cause of the resistance and device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an ischemic stroke located in the m1 branch vessel, using a solitaire stent, several complications occurred. The procedure involved a double stent retriever technique on a calcified clot, with severe vessel tortuosity in the internal carotid artery with a diameter of 3.4mm and the m1 branch vessel with a diameter of 2.6mm. Resistance was experienced during the retrieval process, leading to the breakage of the solitaire at the junction between the stent and wire. The break occurred at the distal section of the pushwire. All broken segments of the pushwire were successfully removed from the patient using a snare during the procedure, but the stent remained in the patient. The baseline nihss score of 26 improved to 22 post-procedure, and a tici score improved from 0 to 3. The mrs was 0 at baseline. The procedure involved the use of a guide catheter (merci bgc), a microcatheter (phenom 21), and a distal access catheter (sofia 6f). The stroke onset to reperfusion time was recorded as 140 minutes from groin to reperfusion.

Manufacturer narrative:
Product analysis #707241975:¿ equipment used: vis (m-78210) ¿ as found condition: the solitaire x pusher was returned for analysis within a shipping box and an opened solitaire x outer carton. ¿ damage location details: no bends or kinks were found with the solitaire x pusher. The solitaire x pusher was found broken at 1.7mm from the distal end of the marker coil. The stent was found separated from the pusher and not returned. ¿ testing/analysis: the broken solitaire x pusher was sent out for scanning electron microscope (sem) analysis. Per the sem report, based on the necking profile and surface features, it is believed that the broken end failed via overload. Evidence of mechanical damage was also found coincident with the fracture surface, and it is believed to have possibly contributed to the overall failure of the end. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during retrieval¿ report could not be confirmed. However, the customer¿s ¿pusher break/separation¿ report was confirmed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. Possible causes of ¿pushwire break/separation¿ include vessel tortuosity, delivery and retrieval friction, higher number of device passes, guide / balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, presence of a pre-existing extra/intracranial stenosis or calcified plaque, presence of hard clots / thrombus entanglement with overbending during the retraction process, not aligning the microcatheter with the proximal end of the solitaire device, removal of the microcatheter prior to retrieval of the solitaire device with or without clot. It is likely that the reported ¿calcified clot¿ and the patient¿s ¿severe¿ vessel tortuosity contribute to the reported event. However, the cause of the resistance and device separation could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the stent retriever the solitaire encountered resistance with was the tiger retriever. The microcatheter tip did not cover the solitaire device proximal marker during the attempted retrieval. The stent was implanted at the correct location. The vessel was partially revascularized.